Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-14001. It was reported one of the patient's leads became disconnected from the ipg. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. Surgical intervention addressed the issue. Note: all of the patient's leads are being reported as it is unknown which lead was explanted.